Event description:
It was reported that the right ventricular (rv) lead was dislodged. Loss of capture and inappropriate high voltage therapy were observed on the rv lead. The rv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.